Event description:
It was reported that at a pump refill on (B)(6) 2013 there was a bloody tinge to the medication the physician withdrew. The physician rinsed the pump reservoir five times with 10 cc of normal saline and with each rinse the physician pulled back a solution which was described as ¿frothy.¿ there was concern that the septum may be compromised. There was no therapy or medical problem reported. It was not known what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report. It was further reported that this pump was not used to treat spasticity but rather used for pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the following information was previously reported in manufacturer's report # 3004209178-2014-03511: [it was reported that the pump was lying at a slant and difficulty refilling the pump occurred. Diagnostic methods had consisted of an ultrasound on (B)(6) 2013 and it was noted it was difficult to identify landmarks under the ultrasound. No intervention was taken and the outcome was listed as ongoing event. The device system was used to deliver morphine and bupivacaine. It was later reported that issues occurred with the pump refill on the event date, as previously reported there was difficulty refilling the pump and it was difficult to identify landmarks under ultrasound. Medication was withdrawn which was blood tinged and frothy. It was then reported on (B)(6) 2014 no issues occurred during a pump refill. Medication/saline was withdrawn without "heme" or discoloration. Interventions included the refill on (B)(6) 2014. The health care provider (hcp) refilled the pump with ultrasound; the pump was rinsed with ten milliliters of preservative free normal saline prior to filling the pump with current medication. The outcome was listed as ongoing with no further action needed.].......it was later determined that the information was part of this event (manufacturer's report # 3004209178-2013-24091). Additional information: the following information was previously reported in manufacturer's report # 3004209178-2014-08202: [it was reported that there was bruising and tenderness after pump refill on (B)(6) 2012. It was reported that it was difficult to access the pump port for refill using ultrasound guidance related to (r/t) body habitus. It required repeated "tries/sticks" to access the patients pump port. During examination and palpations on (B)(6) 2012, it was noted there was bruising and tenderness around patient's pump following refills, also a "hard linear immovable mass that measures 2 cm by 6 cm overlying pump." Intervention on (B)(6) 2012 was to apply heat packs to the firm area, two to three times daily for 2 weeks. During examination and palpation on (B)(6) 2013, it was noted that there was significant bruising to the patient's abdomen, no tenderness, negative for mass and a small amount of serosanguinous fluid overlying pump noted with refill. It was reported the etiology of the event was a non-intrathecal drug. It was noted that the cause was coumadin (patient was taking coumadin 10mg daily for history of blood clots). There was no change in drug. It was reported that the event was "unlikely" related to device or therapy and it was not related to implant procedure or infusion drug. The severity was reported as "mild." It was noted that pump site healed well, the event resolved without sequelae on (B)(6) 2013. The pump system was delivering morphine and bupivacaine.]...... It was later determined that the information was part of this event (manufacturer's report # 3004209178-2013-24091). Any additional information received regarding this event will be reported in manufacturer's report # 3004209178-2013-24091.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).